Event description:
User allegedly was "getting very high, inaccurate readings" after purchasing strips from an otc outlet online. User used all of his lancets in the process of trying to get an accurate reading. Customer service sent replacements.